Event description:
It is reported that the pt was revised due to pain and swelling. Additionally, it is noted that the pt had a knee manipulation performed at some point in between the time of the primary surgery and the articular surface exchange.

Manufacturer narrative:
This report will be amended when our investigation is complete.